Manufacturer narrative:
The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Upon review of the lot history records, nonconformances were discovered relating to device malfunction. Mentor will address these nonconformances within the quality system. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation, capsular contracture. H9 FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 460cc mentor smooth round high profile saline breast implant prosthesis. Post-operatively, during a consultation with a medical professional, the patient was diagnosed with a deflated right breast implant and bilateral baker grade IV capsular contracture of the breasts as she experienced bilateral breast pain and hardness. As a result, the patient underwent bilateral removal and replacement with 500cc  mentor smooth round high profile saline breast implants on (B)(6) 2024. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2024-03033 for the contralateral event.